Event description:
Pt slept in their daily wear contact lenses. The following morning, pt reported difficulty in removing the lenses. Upon removal, pt experienced pain in the left eye and sought medical attention at a hospital emergency room. The treating physician diagnosed a corneal abrasion o.s. Caused by removal of the contact lenses. Antibiotics were prescribed. At a follow-up exam two days later, an ophthalmologist diagnosed a corneal abrasion o.s., and the eye was treated and patched. At a follow-up exam the next day, the opthalmologist noted the abrasion had healed, the epithelium was intact, and diagnosed uveitis o.s. No additional info regarding the event or pt's final status has been provided.